Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flange is unable to read the syringe. The device was not physically damaged or dropped. The incident occurred during use with a patient; however, it did not result in patient harm, or any delay in therapy.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed customer report of flange error in log. Event log shows ¿syringe flange not in place¿. Unable to duplicate reported error with 1ml or 50 ml syringe, or with plunger travel, occlusion, and flow accuracy testing. Internal inspection shows optocoupler is properly aligned, and the ear clip and spring are in good condition. No parts were replaced at this time. Device was recalibrated. Reported error probably due to syringe not being loaded correctly during use. Review of event log found syringe flange not in place. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.